Event description:
The customer reported that the device disarmed unexpectedly when in use on a pt. There was no report of negative pt impact.

Manufacturer narrative:
Steris evaluated the returned product and found the ph level was slightly out of specification; all other parameters tested within specification. It was determined the out of specification ph was due to the container being opened and the product transferred to another container for collection and return of sample for testing which exposed the product to contaminants in the air. Steris could not complete retention sample testing as the user facility could not confirm the lot number of the affected product. The facility has not reported any additional events in the use of this product.

Event description:
The user facility reported that 4 employees experienced nausea, headaches, dizziness and red watery eyes when using the prolystica enzymatic presoak and cleaner. The employees stopped using the product and all their symptoms lessened except for one employee. One employee experienced breathing difficulties and went home for the remainder of the day. The employee has chronic asthma and she followed up with her asthma specialist who increased her medication dosage. The employee also self medicated with paracetamol for her headaches. The user facility reports that she has returned to work and has no sustaining injuries. Her asthma medication has been returned to the normal dosage.

Manufacturer narrative:
A sample of the affected product has been sent back to steris and it will be evaluated. The prolystica 2x concentrate enzymatic presoak and cleaner labeling states: "contains subtillisins (proteolytic enzyme) ((B)(4)) irritating to eyes and skin. Prolonged or frequently repeated contact to subtillsins may cause allergic reaction in some individuals. Do not get in eyes, on skin or on clothing. Wear protective eyewear and gloves. Do not breathe spray mist". Steris has been unable to confirm that hospital personnel were wearing appropriate personnel protective equipment (ppe). Steris will submit a follow-up report when additional information is available.